Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was good post procedure.